Event description:
The patient presented to the clinic for follow up and out of range impedance was observed. The device also delivered inappropriate therapies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.